Event description:
Customer reported meter results of "about 500" mg/dl, "hi", which on the advantage system is greater than 600 mg/dl, and 224 mg/dl within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.